Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was kinked. The event occurred on 26-aug-2024. Patient noticed symptoms within 3 or more hours of insertion. Infusion sets were used for 14 hours. The insertion of the site was the abdomen. Patient also experienced high blood glucose level. Blood glucose level was 397 mg/dl at the time of the event. Patient took correction bolus via pump for the treatment. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.